Manufacturer narrative:
(B)(6). E1: initial reporter information - correction; h2: correction.

Event description:
Subsequent to the initial MDR, a correction or additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.